Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "internal comm failure-1471" and "internal comm failure - 1474" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report for internal comm failure - 1471 was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Therefore our investigation for the s report was unsubstantiated. Evaluation of the device for the customer's report of internal comm failure - 1474 was verified and attributed to a faulty integrated circuit on the smart pneumatic module board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.